Manufacturer narrative:
Information anticipated, but unavailable at this time. Serial number = na.

Event description:
It was reported that during a CABG procedure, after receiving an instrument error, the tissue pad was found to be dislodged. Obtained a new one to complete the procedure. There was no patient consequence.